Manufacturer narrative:
(B)(4). Journal reference: open cardiovascular medicine journal 2016 coronary perforation of distal diagonal branch followed by prolonged recurrent cardiac tamponade finally resolved with pericardiotomy - the potential risk of hydrophilic guide-wires doi: 10.2174/1874192401711010061.

Event description:
Pci of the lad was performed with the implantation of a des resolute stent at 16atm. The lesion was pre dilated with a balloon catheter at 10atm. Post stent implantation, type b dissection was visualized in the proximal edge of the stent placed in the lad.